Event description:
Boston scientific crm received information that this 7-year-old pacemaker may be depleting with unexpected results. At the patient's last follow-up, the device was approaching elective replacement indicator status. However, at the most recent follow-up on 26 may, the device battery displayed beginning of life status. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device functioned within electrical specifications during analysis and there were no indications in memory that the device malfunctioned or failed to deliver therapy as programmed. Following an engineering-level longevity calculation, the device was found to have experienced normal battery depletion, however, the device did not meet longevity per labeling. Also, it was suspected that the battery gauge and the remaining longevity relied on different calculations which may explain why the 7-year-old device reflected a beginning of life status. As of today's date, a root cause has not been definitively ascertained. The root cause is currently under investigation.